Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while flushing while using a bd q-syte¿ luer access split-septum stand-alone device, the blood and flush splashed into the eyes of the nurse. It was also reported that the patient was hiv+. There was no medical interventions reported.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage from top of septum with lot #4327636 regarding item #385100. DHR review was performed on the following sub assembly lot numbers: (B)(4). Review of DHR¿s revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of any of the lot numbers. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that while flushing while using a bd q-syte¿ luer access split-septum stand-alone device, the blood and flush splashed into the eyes of the nurse. It was also reported that the patient was (B)(6). There was no medical interventions reported.